Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) unused sets, with packaging, were returned in connection with this complaint. Visual examination of the returned samples showed no defects. The samples were then tested for leakage per specification with passing results. No deviations were found during investigation. The returned product was functionally tested per specification with passing results. The reported defect of pump set leakage was not able to be replicated or confirmed. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non - conformance's noted during in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If the actual sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: two incidents were previously reported by the customer that the pump set leaked chemo. The incidents were filed via medwatch numbers: 9614279-2018-00104 and 9614279-2018-00120. Upon receipt of the product, a new batch number was identified. This report is being filed against the new batch that was received. It is unclear if both batches were involved. No injury reported.

Manufacturer narrative:
Three (3) unused sets, with packaging, were returned in connection with this complaint. Visual examination of the returned samples showed no defects. The samples were then tested for leakage per specification with passing results. No deviations were found during investigation. All returned product was functionally tested per specification with passing results. The reported defect of pump set leakage was not able to be replicated or confirmed. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. We will maintain this report for further references and continue to monitor other reports for similar occurrences. Evaluation results for two of the three sets that were received were provided via medwatch numbers: 9614279-2018-00104 and 9614279-2018-00120.